Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported during partial knee arthroplasty that the articular surface provisional fractured upon removal. The provisional had been inserted while the bone cement was drying on the tibial and femoral components. The fractured articular surface provisional was identified to have bone cement dried to it. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of pictures provided confirmed the instrument was fractured with foreign material/cement still on the fragmented piece that had fractured off. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.